Event description:
It was reported to philips that the device could not be turned on during daily self-test after disconnecting the power supply, and the machine battery could not be charged. There¿s no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the dfm100 indicating that the device cannot turn on with battery. No patient involvement at the time the issue was discovered. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
H3 other text : reported problem was solved by customer, after replacing the battery.